Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown 40mm head. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient came to see the surgeon for an opinion. The surgeon suspected a broken trunion or head disassociation. The primary implants were removed and new implants put in. On 02/26/2015, the sales rep confirmed that the head dissociated from the stem and the stem was very worn. Additionally, the head was stuck in the insert. All components were revised during this procedure.

Manufacturer narrative:
An event regarding disassociation involving an unknown metal femoral head was reported. The event was confirmed based on the medical records provided and analysis of the returned devices. Method & results: the returned device had an unremarkable appearance on the articulating surface. Damage to the proximal side of the femoral head was noted. This damage was likely as a result of the head coming away from the stem, with the wear being generated as a result of contact between the head and the stem after disassociation. A material analysis was performed and concluded "no material or manufacturing defects were observed on the surfaces examined." A medical review was performed and concluded: "a failure scenario has been described where cup malposition caused impingement with subluxation in the bearing which caused the grinding noises and that was responsible for an overload condition in the taper junction causing catastrophic trunnion damage in due time as reported in the mar. Device-related factors were not evident in the mar. Nothing could be learned of the cause of the loosening from the mar due to the amount of damage observed but no material or manufacturing defects were observed on the surfaces examined. As such, the most probable failure scenario is procedure-related in principal origin and quite probably not device-related although lack of information, especially x-rays, precludes to establish whether any other factors have been active as primary or secondary additional contributing factors." Device history and complaint history could not be performed as the lot information was unavailable. Conclusions: a material analysis on the returned devices concluded that no material or manufacturing defects were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided however a preoperative diagnosis prior to revision surgery of a "malpositioned acetabular component" is the most probable cause of failure based on the information available. Additional information, progress notes and x-rays are needed to fully investigate the event. No further investigation is required at this tim. If further information becomes available this investigation will be re-opened.

Event description:
It was reported that the patient came to see the surgeon for an opinion. The surgeon suspected a broken trunnion or head disassociation. The primary implants were removed and new implants put in. On (B)(6) 2015, the sales rep confirmed that the head dissociated from the stem and the stem was very worn. Additionally, the head was stuck in the insert. All components were revised during this procedure.